Event description:
It was reported that the wire detached from the peg during the case to place the peg. A laparotomy was required for intervention.

Manufacturer narrative:
The complaint was confirmed. The wire loop detached from the tip of the pull peg. No mfg defects were found on the complaint sample. The wire loop tore through the molded tip, which indicates that the product was subject to excessive tensile stress. The complaint appears to be user related.